Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found that system was swapped with operating room (or) second davinci system. Fse reconfigured original davinci system in the or. Fse confirmed erbe errors and proceeded with replacement. During testing fse found that bipolar port 2 would not fire. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The integrated electro surgical unit (iesu) or erbe was analyzed, and the reported issue was able to be confirmed using artemis; multiple c-01 errors logged on 05-nov-2025 with initial occurrence at 1:23 pm (artemis time). C-01 errors paired with 25920 errors for both monopolar ports. Duration of same c-01 error condition between prior erbe replacement may be of concern. Inspection during fa process was able to find issues that relate to the reported event but could not replicate on site; c-00 errors in erbe logs from 05-nov-2025 corroborate with artemis. The unit was tested on system and there were no errors on startup. All operations were performed successfully. Additional m-b0 errors were found in erbe logs. Upon visual inspection, the unit was found to have damage to part number and ce labels. Scratches were noted on underside of unit. Front bezel had light dent on lower section of inner grey bezel and chip on lower right of outer white bezel. Chip in paint on housing cover near to top left corner of bezel. The complaint was confirmed based on the field evaluation/failure analysis. The probable root cause was attributed to a component failure of the generator.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the generator had repeated c-01 faults and replaced instrument cords and power cycled the integrated electro surgical unit (iesu) but issue remained. Site moved to a third-party esu. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted ports were placed. The system functionality was checked upon powering on the system and the system initially powered on without errors. Dvstat was contacted for troubleshooting however, full troubleshooting was not completed due to the customer switching the case to laparoscopic because the patient was pregnant and the surgeon did not wish to keep patient sedated longer while they tried to figure out what was wrong with the erbe. The instruments were replaced with different ones; bipolar and monopolar cords were replaced and the erbe power was cycled. The procedure was completed laparoscopically with a covidien generator for cautery with no patient injury. The procedure was not completed robotically. A different esu was utilized to finish the case.